Manufacturer narrative:
(B)(4). The device was not returned for analysis. However, there was a packaging lot or batch number provided by the user facility. With this information, the manufacturing related records were reviewed and we were unable to confirm the complaint nor determine a manufacturing or design related cause for the reported event. Complaint information is trended on a regular basis to determine if further investigation is warranted.

Manufacturer narrative:
Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic ventral hernia procedure, the harmonic probe tissue pad peeled off. The tissue pad fell into the patient and was retrieved. Unknown how case was completed. There were no adverse consequences for the patient.